Event description:
It was observed during the device evaluation, that the gastrointestinal videoscope exhibited blurry images. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.